Event description:
It was reported that the insulin pump was exposed to moisture. The customer stated that they went swimming for 45 minutes while they were still connected to the insulin pump prior. When they came out of the waster the insulin pump was off. The customer's blood glucose was 130 mg/dl. They stated that they tried changing the battery, because it was running low, but there was response from the device. The customer removed the batter and blew into the battery compartment. The device started going through the system reset process, went off, kept counting up, and resetting again. The insulin pump alarmed an error. The customer stated that the display window of the device was foggy and there was water under the lcd display.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion at the electronic assembly. The insulin pump had moisture damage on the keypad traces and on the motor. The insulin pump had a cracked display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.